Manufacturer narrative:
(B)(4). CT images dated 5/27/2016 were received by gore from the facility and an imaging evaluation was performed. Only one time-point was received for review. There appeared to be contrast outside of the implanted device, however, the origin of the endoleak could not be confirmed with the available images. There appeared to be poor proximal apposition to the vessel wall. The length from the lowest renal to the proximal end of the device appeared to be approximately 26mm. There also appeared to be patent inferior mesenteric and multiple lumbar arteries. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2013, the patient was implanted with four gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2016, computed tomography (CT) scan reportedly revealed a suspected type I endoleak. No aneurysm enlargement was reported. On (B)(6) 2016, an angiogram reportedly revealed the proximal end of the graft was positioned lower than intended below the renal arteries. It was unknown whether the graft's position was caused by distal migration, aneurysmal disease progression, or other factors. On the same day, the patient underwent a re-intervention procedure whereby two excluder® aortic extender components were implanted proximally, just distal to the lowest renal artery. Final angiography reportedly showed satisfactory graft positioning with no evidence of endoleak. The patient tolerated the procedure.